Event description:
Customer reportedly received results of 400 mg/dl and 168 mg/dl within 10 minutes on the compact plus system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. The customer did return an empty drum with lot number 207255. It is possible that the customer misread the number as 5s are often misread as 8s. In this case, it was not determined that is what happened.